Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent revision seventeen years after initial total knee arthroplasty due to implant fracture of cam causing pain in the joint.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned articular surface identified that the post had fractured off near the base. Extensive delamination was also noted on the femoral condyle mating surfaces. Fracture analysis of the device identified that the post fracture may have been due to overloading. The analysis also noted that the wear marks on the condyles were not even as one side had a pattern of delamination more posterior while the other condyle delamination patter was further anterior and close to the center. The uneven wear pattern may indicate improper alignment between the femoral and tibial components. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.